Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed logs and determined the initial sample was low-target or possibly mishandled. Pas found no instrument or assay performance issues from logs. Ts relayed this review to customer and informed them the samples could not be compared since they are different. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 pcr run, wl 003301-20210918-03, using assay lot 288797 on panther instrument sn (B)(4) which had a discrepant sample. The sample in question was positive on a pcr run, but when a new sample collection was taken, it resulted negative using the sars-cov-2 tma assay. A third collection was taken to run using the sars-cov-2 pcr assay and resulted negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.